Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the cgm reading was 325mg/dl, and the patient self-treated with insulin via the pump. After that, the cgm reading didn't come down and she gave more insulin. After this the cgm reading was still 300 mg/dl and when the patient took a fingerstick the cgm reading was 325 mg/dl, and the blood glucose reading was 43 mg/dl. The patient was sweating and had no appetite and called an ambulance. When medics arrived at her house, they check her blood glucose reading which was 60 mg/dl, they didn't looked at the cgm reading at that time. Medics gave her glucose gel and brought her to the hospital. When they arrived at the hospital, they gave her orange juice to drink and some crackers. They waited around 30 minutes and when a fingerstick was taken the blood glucose reading was 200 mg/dl. Patient decided to remove the sensor at that time. The patient stayed overnight and was discharged the day after. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.